Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4), currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a crack. The customer does not know how the damage occurred. The customer mentioned the crack is near the cap and icon of the battery. The customer also reported they experienced high blood glucose level of 400+ mg/dl. The customer did not provide any symptoms for their high blood glucose value. Customer declined to troubleshoot for high readings. The customer was advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The product was returned for analysis.